Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. At the patient's 45 day follow up appointment, a thrombus was noted on the limbus side of the closure device.